Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed an unknown "compressor error" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report wsa unable to be duplicated during evaluation. The device logs were overwritten for the event date. However, the customer provided photos of the reported faults. The device was put through extensive testing including stress testing the compressor without duplicating the report. A visual and internal inspection resulted in no findings. The faults reported typically surround the compressor and the availability of high pressure oxygen. The compressor was also stress tested as part of the evaluation and passed with no notable issues. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure- 1001" and "compressor fault- 2011" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.